Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a few months ago from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator has caused irritation. The patient underwent an explant procedure where the ipg was removed. The explanted device will not be return due to hospital policy.